Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that placing 4fr double PICC today and introducer completely bent they could not use for insertion they needed to get new one from a long 5fr introducer kit. It was through the skin and bending/bunching up. I could push it in all the way to the wings but it would bunch up and not perf vessel. Feels really soft. No other information was provided.

Event description:
It was reported that placing 4fr double PICC today and introducer completely bent they could not use for insertion they needed to get new one from a long 5fr introducer kit. It was through the skin and bending/bunching up. I could push it in all the way to the wings but it would bunch up and not perf vessel. Feels really soft. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed; however, the exact cause is unknown. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed that the entire length of the microintroducer was curved. No damage was observed on the tip of the sheath. Use residues were observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.